Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Patient information and event date were both requested, but no response received.

Event description:
The customer reported that the ventilator has multiple error codes observed in the event log that indicates a 24 volt failure.the customer reported that the unit was in use on patient, there was no patient harm reported.

Manufacturer narrative:
Corrected. Per biomedical engineer the power management (pm) board was replaced to address the reported problem.

Event description:
The customer reported that the ventilator has multiple error codes observed in the event log that indicates a 24 volt failure. The biomedical engineer stated that the unit was not in use on patient.